Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter and a visual inspection and functional tests were performed. Device evaluation did not confirm nor reproduce the reported condition of "air alarm failure at channel b". The actual problem was determined to be a channel b 803:07 failure code. The root cause was determined to be fluid ingress residue. The glass prisms were replaced to resolve the problem. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has previously serviced by baxter six times.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "air in line failure" on channel b. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 5.48.92, categorized as remediated.